Event description:
(B)(4).

Manufacturer narrative:
Lce performed the investigation according to the report #(B)(4) on 2020-04-02 with the following outcome: the investigation has shown that one of the two sensors of the optical tachometer is defective. The transistor on the output side already conducts at voltages below 1v even without an optical signal being applied. Therefore the quadrature signal cannot be generated. For this reason the safety system does not receive valid information about the speed/direction of rotation of the pump head and stops the pump with the message "error safety-s". The other observed error messages "beltslip" and "error head" are also due to this malfunction in signal generation. Thus the reported failure could be confirmed. The most probable root cause could be determined as a defective sensor on the optical tacho board. In addition for this reported adverse event a medical review was requested on 2020-04-06. The medical review was received on 2020-04-20 with the following conclusion: too few information are known in order to carry out a reliable assessment for this matter. There are no data about the procedure during the or, especially no perfusion protocol and no information about taken (emergency) measures by the operator of the affected hl 20 device. Therefore the conclusion that the malfunction of the device in question led to the patient death can neither be ruled out nor confirmed. A user error can neither be ruled out nor confirmed. The ssu had contacted the hospital but no information was received by the hospital in regards to the perfusion. The occurrance rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). The field service technician (fst) was onsite to perform initial investigation. According to the service report # (B)(4) dated on (B)(6) 2019 following was found: the fst checked and found optical tacho board out of calibration. The fst suspected to be faulty. The involved single roller pump as well as the defective optical tacho board has been requested for return to (B)(4). Once the parts are received further investigation in our life cycle engineering will be performed. Reference exemption # e2018002.

Event description:
It was reported that the error message "safety-s" occured during double valve replacement surgeries. (B)(6) male patient expired. Total by-pass time: around 2 hours and 45 minutes. This much information only received from hospital and they are not ready to share the entire patient details. Patient conditions before the surgery are unknown. Internal reference: (B)(4).